Manufacturer narrative:
(B)(4). Date sent: 7/12/2024. D4: batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: this is an analysis of one photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: it was observed one image of a tyvek related to a product code gst45 with lot number 479c17 and expiration date 2026-06-30 what it seemed it was scanned. Based on the photo the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Device history review: a manufacturing record evaluation was performed for the finished device lot number 479c17, and no non-conformances were identified additional information was requested and the following was obtained: when the surgeon pressed the trigger button, the load performed the staple less than half the size. It is necessary to use another load to finish the stapling.

Event description:
It was reported that during an unk procedure, the load was defective. No patient consequences were reported.